Event description:
The facility rep reported a fail code 570. Info was not provided regarding whether or not the failure occurred during a patient infusion. Although baxter attempted to obtain information, details were not available regarding additional contact info. The hosp representative stated that there were no reports of pt injury or medical intervention. No additional info is available.